Manufacturer narrative:
It was reported by the user facility during the course of the investigation that there was no user injury related to this complaint.

Event description:
It was reported by repair work order that the customer alleged the right side rail manual release handle was broken, but no impact to functionality was reported and no exposed sharp edges were reported as a result of the damage. It was further alleged by the customer that an injury occurred.

Event description:
It was reported by repair work order that the customer alleged the right side rail manual release handle was broken, but no impact to functionality was reported and no exposed sharp edges were reported as a result of the damage. It was further alleged by the customer that an injury occurred. However, at this time no additional information has been provided by the customer and stryker is not aware if this injury required medical intervention or resulted in a clinically relevant delay in treatment. At this time, the manufacturer's investigation is ongoing. If additional information is received, a follow-up report may be issued.